Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imaging evaluation, the esheath+ liner was expanded and the tip was opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn esheath+ distal tip was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a sapien 3 ultra valve via the right transfemoral approach. The procedure was successful, but during withdrawal of the 14fr esheath+, the distal tip was observed to be torn. During angioplasty, femoral bleeding was observed, and a balloon was used to stop the bleeding. The patient was subsequently discharged. Imagery was provided for evaluation. Per imagery review, the esheath+ liner was expanded and the tip was opened but torn.